Event description:
It was reported that during the right ventricular (rv) lead implant procedure, there were several attempts to extend and set the tip into the myocardium. It was also reported that the rv lead encountered placement difficulty. After the last failed attempt, the physicians pulled out the rv lead and tried to test the extending mechanism with the lead outside of the patient, the tip came out just a little and stopped. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The analyst noted that the helix could be fully extend and retracted, and turns within specification. If information is provided in the future, a supplemental report will be issued.